Manufacturer narrative:
Reported event an event regarding loosening involving a jts distal femur was reported. The event was confirmed by x-rays review. Method and results product evaluation and results: not performed as no items were returned. Clinician review a review of the x-ray images by clinical consultant indicated: the implant in situ was for a jts distal femoral replacement which was inserted on (B)(6) 2017. The surgeon reported loosening of the implant. The x-ray images provided show gross radiolucent line along the stem at the cement-stem interface and cement-bone interface. The bone has undergone resorption and remodelling, there some heterotopic bone formation onto ha coated collar. Therefore, the radiographic review can confirm the clinical report and reason for revision. Product history review review of the product history records indicates the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
An implant specific prescription form was received for the patient's left femoral jts. Noted on the form: "implant failure / proximal loosening."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
An implant specific prescription form was received for the patient's left femoral jts. Noted on the form: "implant failure / proximal loosening."